Manufacturer narrative:
C2 / d10 concomitant products grid: updated. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that there were no anomalies noted to the device during initial inspection and preparation, the device was prepared as per the dfu, continuous flush was maintained for the duration of the procedure, the tortuosity of the patient's anatomy was mild, the introducer was used with the guidewire during the insertion process, a 0.0165in ID microcatheter was used in the procedure, the guidewire tip was shaped approximately 70 degrees, the issue occurred when the wire was put into the microcatheter, no excess friction was noted or reported, and the procedure was successfully completed using another wire. It was noted that there was "gritty-ness in mc and nothing especially unusual was noted on the wire until they noticed the tip had snapped off". While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the as reported event of the guidewire distal tip broken/fractured during use.

Event description:
It was reported that during the procedure, the tip of the guidewire (subject device) fractured within the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the tip of the guidewire (subject device) fractured within the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.